Event description:
It was reported that the customer experienced a blood glucose (bg) level of 822 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer went to the hospital and was admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. The customer alleged pump is not delivering boluses; tandem technical support reviewed the pump history which indicated boluses are being delivered as intended. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.